Event description:
Patient under anesthesia for bilateral uteroscopy when the flexible ureteroscope would not function, the device would turn on but was not displaying a picture on the screen. No back up scope available so patient had to be brought back later for procedure to be completed.